Event description:
The customer reported a disconnected line in the on/off switch that caused the ventilator to alarm while operating on backup battery & connected to ac power. The customer reported there was no patient involvement.